Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient did not feel their device was working. Patient felt stimulation and then it would go away and their therapy was not helping with their symptoms. Patient tried increasing stimulation and also tried other programs. It was noted that the patient went through the airport in (B)(6) 2017 and did not tell them they had a device, and started having symptoms and stimulation going away after going through the airport. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.